Event description:
Customer's family member reported that customer was hospitalized for high blood glucose and dka. Customer's family member also reported that infusion set cannula was bent when removed.